Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for diabetes ketoacidosis and treated with insulin drip to control his blood glucose. Customer ran a bolus and no insulin exited.